Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke in the joint. Multiple attempts were made to gather more information, however no new information was received.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: screw broken. According to biocomposites: feedback evaluation: minimal information has been provided relating to the screw breakage complaint. Warnings and precautions, including prevention of screw breakage are stated in the instructions for use. No medical intervention was required. Surgery was completed successfully. No delay in surgery. If the tapped depth is not deep enough, it was cause the bottom of the screw to stay stationary and the peak (top half) of the screw to continue to twist causing breakage. Feedback conclusion: user error in method used- if the tapped depth is not deep enough, it was cause the bottom of the screw to stay stationary and the peak (top half) of the screw to continue to twist causing breakage. The device manufacture date is not known.

Event description:
It was reported that the device broke in the joint. Multiple attempts were made to gather more information, however no new information was received.